Event description:
It was reported that the patient fell on their left side where the battery was placed and they had a return of symptoms. The patient fell on the device and it stopped working and they developed a large hematoma at the device site as well. The patient had less than 50 percent therapy relief at the device pocket. There were telemetry and interrogations issues. The patient had high impedance greater than 4000 ohms on all 4 electrodes. The diagnostic testing or troubleshooting performed was impedance testing, x-rays, and reprogramming. The actions required as a result of the event were explant and replacement on (B)(6) 2014. The distal tip of the tined lead with all electrodes remained in the patient. The implantable neurostimulator (ins) and lead would not be returned as the customer discarded of them. The product issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v198619, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v198619, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead. (B)(4).